Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a burn on cervix area. A cervical leak occurred six minutes into the procedure. The procedure was aborted and at that point the doctor did see a little bit of white approximately the size of a dime with no blistering. Silvadine cream was aplied to the affected area. After stopping the machine, an alarm was generated stating a loss of 20cc per minute.